Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of the device not operating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device ran intermittently when the switch was moved from forward to reverse and from reverse to forward. During service/repair, it was determined that there was some unknown liquid found inside the unit. It was further determined that the issues were consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reamer/drill device did not operate. During in-house engineering evaluation, it was observed that the device ran intermittently when the switch was moved from forward to reverse and from reverse to forward. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.